Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2022 the patient passed away and the guardian contacted the hospital to confirm death. There were no alarms recorded at the police estimated time of death. The cause of death could not be determined.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. The controller event log file contained data 27oct2022 through 01nov2022, per the timestamps. The driveline was disconnected at 13:45:35 on 30oct2022 resulting in pump off events, consistent with removal of support after the patient¿s death. The controller was turned back on for a period of time on 01nov2022 and captured several lines of data while the controller was not in use. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. The account indicated that the cause of the patient¿s sudden death was not device related and that the pump operated as expected. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. The IFU lists adverse events that may be associated with the use of the heartmate 3 lvas, including pump thrombosis, stroke, cardiac arrhythmia, and death. Additionally, the IFU provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was found deceased by their guardian around 13:00 on (B)(6) 2022. After confirming death, the guardian reportedly removed power from the system. The account noted that it was difficult to clearly determine whether the patient expired from thrombus, stroke, or arrhythmia as their prothrombin levels remained low. It was noted that in (B)(6) 2022, the patient had a low international normalized ratio (inr), and their anticoagulation medication was increased due to poor compliance. The possibility of arrhythmia was reportedly not high. The possibility of thrombus was reportedly not certain as there were no alarms recorded at the estimated time of death. Additionally, the possibility of sudden death due to stroke was not high; however, it was difficult to rule out death due to a neurologic event after a stroke because there were no witnesses at the time.